Event description:
The customer reported that the insulin pump and sensor were not calibrating correctly. The readings were incorrect on multiple instances and read that customers blood glucose level was 335 mg/dl when it was actually 69 mg/dl. The product will need to replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.